Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a low-battery alert with therapy stopped and would not charge despite attempts with multiple outlets and an extension cord, consistent with a power/charging failure associated with the battery/power subsystem; a replacement device was shipped and the patient was instructed on shutdown, data sync to the mobile app, and that data would not transfer to the replacement. Symptoms included interruption of insulin therapy due to device shutdown. Outcomes included device replacement and instructions to return the original unit. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.